Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Cause of low bg was unknown. The customer could not move because of the low bg level and received third party assistance from their spouse, who provided carbohydrates to address bg. No additional patient or event information was available.